Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while disconnected from the pump. Reportedly, the pump was in the bathroom during customer's shower. There was no impact to customer's blood glucose level.